Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 812:02 on channel c was not confirmed. The quality engineer assigned failure code 812:05, found in the event history, to be the as determined problem code. Upon review of the event history, it was found that fc 812:05 is a cascade failure from failure code 803:07. No repair was necessary and no action was taken as the device passed all tests as per baxter procedure. A service history review revealed this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed with no exceptions during manufacturing found. This involved a colleague infusion pump with a user interface module master software version 6.63.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced error code 812:02 on channel c; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface software version is currently unknown.